Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited blinking in the front panel. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. While speaking with the olympus technical assistance center (tac), the customer was instructed to check the scope detector switch to see if it is stuck in the retracted position inside the scope socket at the 12 o'clock position. Tac also advised the customer to try cleaning with canned air and an alcohol prep pad, then completely drying before powering back on. Tac informed the customer that if the cleaning was not successful, this unit must be sent to olympus for evolution and possibly repair of the scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance for this device.

Event description:
Additional information was supplied by the customer. The issue happened during procedure, the customer could not tell us if the procedure was therapeutic or diagnostic. Also, the reporter mentioned that the medical staff could complete the procedure and no error messages reported. There were no reports of patient harm associated with this event.